Event description:
During an in-clinic follow-up, a drop in battery longevity was observed on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported of premature battery depletion was not confirmed. The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Device image indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed based on field settings and device was in the normal range of operation with appropriate remaining longevity. Device image was successfully saved.